Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a spinal surgery. It was reported that sometime post-op the patient fell and felt the rod pop off the set screw. Revision surgery has not been scheduled yet. No additional patient complications were reported.